Event description:
(B)(6)-2012 - (B)(6) - it was reported by the consumer that the 6895 shower chair safety strap will no longer buckle, and the rubber washers on the front caster wheel locks fell off. There was no patient injury reported.

Event description:
(B)(6)-2012 - (B)(6) - it was reported by the consumer that the 6895 shower chair safety strap will no longer buckle, and the rubber washers on the front caster wheel locks fell off. There was no patient injury reported.

Manufacturer narrative:
(B)(4).